Manufacturer narrative:
MFR control no. Ii980072. The sample has been returned to arrow. Examination indicates that the balloon had a tear in the latex near the proximal band. Balloon deterioration can occur over a period of time due to physical or chemical action of the environment.

Event description:
It was reported that the balloon on the catheter ruptured in-situ. There were no patient complications.